Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Failure event observed during analysis. Final analysis found that a partial lead was received. An insulation degradation was noted near the distal end of the connector boot, exposing the outer coil.